Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter alleged the pump had a flashing display and the patient was unable to safely read the display screen. The patient had a blood glucose of 436 mg/dl with moderate ketones. This complaint is being reported because the display issue was not resolved and the patient experienced hyperglycemia.